Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient noted a light on the remote home monitoring system and contacted customer service. Customer service assisted the patient in ensuring the remote home monitor could connect to their device and advised to contact the clinic in regard to any clinical concerns. The pacemaker remains implanted and no adverse patient effects were reported. The field representative is attempting to obtain additional information. No additional information is available. If additional information becomes available the report will be updated at that time. Additional information was received that the patient performed a manual transmission. The physician noted that there was a signal artifact monitor event only and no other issues. The physician indicated that the system looked good. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient noted a light on the remote home monitoring system and contacted customer service. Customer service assisted the patient in ensuring the remote home monitor could connect to their device and advised to contact the clinic in regard to any clinical concerns. The pacemaker remains implanted and no adverse patient effects were reported. The field representative is attempting to obtain additional information. No additional information is available. If additional information becomes available the report will be updated at that time.